Event description:
Customer stated that pump infused only ten percent of formula. Customer did not know an exact amount and refused to provide further info. Rate and dose provided are 65 ml/hr and infinity.

Manufacturer narrative:
Investigation found that pump was tested for accuracy several times, using water. Pump delivered amount within specification (specification is +/-5%). Pump's rotor has teal silicone residue from the disposable set. Rotor was replaced. As a preventative measure, pump was re-tested and passed all tests including accuracy test. Complaint could not be confirmed.